Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue was discovered during the preparation process, and the patient was transferred to another device to complete the procedure. No harm was reported to philips. A philips field service engineer (fse) visited on-site and confirmed that the geometry movements partly available. Review of log file showed an application error: enmv (enable movement) _at_startup_high. Upon troubleshooting, fse found that the geometry module was the cause of the issue. To resolve the issue, fse cleaned the geometry module. After repair, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system gave an alert indicating geometry movements were partly available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.